Manufacturer narrative:
Date of event: unknown. The awareness date has been used for this field. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) blood collection tubes had issues with poor barrier separation of the samples. No serious injury or medical intervention reported.